Manufacturer narrative:
Result: damaged load cell wire.

Event description:
It was reported by service report that the scale has 201 error code. It is unk if there was pt involvement, however, no adverse consequences are reported.